Manufacturer narrative:
Date of event is estimated. E1: facility: (B)(6) hospital.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
A patient received the elective replacement indicator (eri) message was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. Therapy was restored. The device was not returned for analysis; however, data logs was received. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.